Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please explain how was the device removed from the tissue? Did the device staple? Was the staple line complete? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the colon resection procedure, the cdh29p powered circular stapler reported to have issues releasing the stapler after the anastomosis was created by firing the device. It is unclear how the issue was resolved. Patient was unharmed and case resolved successfully.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022. D4: batch # 257a68. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and with anvil missing. Only casing half washer was present and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The test anvil was inserted and removed with no anomalies noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.